Event description:
It was reported that the ventilator's o2 gas module was defective and replaced. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). It was reported that the ventilator's o2 gas module was defective and replaced. The o2 gas module were returned for further investigation. Simulated test use of the returned o2 gas module in a ventilator failed the o2 cell/sensor and flow transducer tests during the pre-use check. During ventilation the machine delivered o2 concentration 21% instead of 60%. Our investigation has concluded that the reported problem with a failure during pre-use check was due to a component failure on a printed circuit board inside the gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturers ref: # (B)(4).